Event description:
It was reported that the customer was hospitalized because of his high blood glucose levels. At the time of the report the customer's blood glucose level was 596 mg/dl. In the hospital they treated his high blood glucose level with insulin injections. He also reported excessive no delivery alarms and a spanish software anomaly. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).